Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 288 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. Ultimately, the customer cleared the alarm, and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.